Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. (B)(4). No phone number provided. The customer declined service/repair of the device. The customer repaired the device and did not provide repair/service information.

Event description:
It was reported that the ventilator had an error. No patient involvement. Event date not specified; estimate used.